Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. In addition, a ( cartridge alarm 1 - no pressure change when expected) occurred. Customer's blood glucose was in the 200s mg/dl range. Reportedly, a supply change was performed resolving the occlusion, and the cartridge alarm.